Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: full lead (B) (4) no anomalies found. The outer tubing overlay breached cut in the medial section was noted..

Event description:
It was reported that during the implant procedure, the initial measurements with the analyzer where satisfactory. However after the lead was connected to the ICD the impedance was greater than 2500 ohms and was oversensing. The device was not implanted. No patient complications have been reported as a result of this event.